Event description:
It was reported the right ventricular lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.

Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the right ventricular lead exhibited high pacing impedance and high capture threshold. No changes or intervention was performed. The patient was in stable condition.